Manufacturer narrative:
Customer reported that a pyxis medstation es system drawers malfunctioned causing a 2 hour delay to patient care. Customer did not refer to a specific procedure being performed; reported being unable to provide narcotics to patients. Patient harm was reported but not confirmed. This event is recorded on complaint number (B)(4). A field service technician remotely resolved the reported issue by asking the customer to reboot the device and replacing the drawers. No other malfunction was found.

Event description:
Customer reported that a pyxis medstation es system drawers malfunctioned causing a delay to patient care. The length of the delay was not disclosed. The nature of the procedure was not disclosed. Patient harm was reported but not confirmed.